Event description:
It was reported that(1) device was used during an unknown procedure. It was reported by the affiliate that the mcm20 malfunctioned (no details). Another instrument was used to complete the case. There was no consequence to the pt.